Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.